Event description:
During preventative maintenance of the device, the service representative reported that the upper housing of the roller pump was cracked. No other details regarding the nature of the event were provided. Since the event occurred during preventative maintenance of the device, there was no patient involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.